Manufacturer narrative:
Device evaluation: one cadd cassette reservoirs was returned for analysis. The sample received consist in one cassette product form p/n 21-7301-24, l/n 363737 and the sample was received in used conditions without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies detected. Functional testing performed by using a syringe to infuse water into the ay bag and leakage was detected in the connection between pump tube and ay bag. The customer's reported problem was confirmed. According to the investigation, the most probable root cause of the reported problem, is that during leak testing operation the cassette's that failed (leak test), were not properly segregated. The problem source of the reported problem is manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump alarmed early with medication running out. The patient was unsure which pump alarmed, but he provided serial numbers (B)(4) and (B)(4). There was no patient injury or required intervention. The infusion was life sustaining and the patient was able to switch to a backup pump.